Event description:
Boston scientific received information that this patient stated that this implantable cardioverter defibrillator (ICD) was beeping. Device interrogation showed the device had declared elective replacement indicator (eri) with a battery voltage (bv) of 2.67v and a charge time (CT) of 19.5 seconds. However, six weeks ago, the bv was 2.76v. No adverse patient effects have been reported.

Manufacturer narrative:
In (B)(4) 2012, the device was explanted for normal battery depletion and was returned for testing. The device is currently being analyzed in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
A boston scientific technical services consultant discussed that the device triggered eri due to CT and since the bv is still good, then the device is experiencing increased battery impedance. The consultant recommended device replacement since eri has been declared. The concern is that the long CT could result in delayed shock therapy. The caller will discuss device replacement with this patient's physician. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
(B)(6) months later, the CT is 22 seconds and the bv is 2.65 volts. Additional information was received stating that this patient and his physician are trying to stretch out the replacement time for a month or two. A boston scientific technical services consultant informed the caller that a CT of 30 seconds would be end of life (eol) for this device. The consultant cautioned the caller and documented that this physician and patient are aware end of life indicators and wish to continue to monitor the patient.